Event description:
It was reported by the medical facility that a bonastent esophageal stent, which had been placed for anastomosis leak for sleeve gastrostomy, broke into two pieces. One segment of the stent could not be removed and subsequently migrated into the small bowel, requiring surgery to remove it. The stent had been in place for approximately eight weeks following the sleeve gastrostomy. This is an off-label use.